Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and no errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event of a hardware error was not confirmed. A root cause could not be determined.